Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cerebrovascular accident (cva) requiring a surgical intervention. Post-procedure, the patient developed altered mental status. Computed tomography (CT) revealed a cva. Transesophageal echocardiography (tee) was negative for left atrial appendage (laa) thrombus. Patient was transferred to the operating room for a surgical intervention. Patient required extended hospitalization as a result of the adverse event, as they did not regain consciousness in the immediate post-procedure period. Adverse event was assessed as life-threatening. Patient¿s medical history involves multiple pre-existing conditions to include diastolic heart failure. It was noted that bwi products are not believed to be responsible for the injury. Physician did not provide a causality opinion.